Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) intermate xlv250 device had ruptured during patient therapy for colon cancer. The device was filled with irinotecan (395mg) in 400ml of sodium chloride. There is no report of patient injury or medical intervention. No patient injury has been reported. No additional information is available.